Event description:
The reporter contacted animas on (B)(6) 2013 reporting a hospitalization for hyperglycemia. The reporter indicated that the pump emitted an occlusion alarm and the site and set were changed out following the alarm. The reporter stated that after the site was changed the blood glucose levels remained elevated. The reporter sated that the blood glucose levels responded with insulin via injection but could not be brought to normal range. The reporter indicated that the blood glucose elevated to 600 mg/dl with vomiting and dizziness and 911 was called to transport the reporter to the hospital. The reporter indicated being treated with intravenous fluids and insulin and was placed on insulin injections to manage blood glucose level which were measured at 168 at the time of the call. The patient confirmed that there was no indication of an infection related to the event and there were no noted site issues. The reporter confirmed that there were no noted alarms in the history, the prime history appeared adequate, and all boluses were accounted for and delivered in full. This report is made based on the allegation that the patient was hospitalized after blood glucose levels were unable to be brought under control while using the insulin pump and use of the insulin pump could not be ruled out as a possible contributor to the patient¿s prolonged hyperglycemic event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.